Event description:
It was reported that 15 bd nano¿ 2nd gen pen needles clogged during the flow check. The following information was provided by the initial reporter: "consumer reported found about 10-15 needle in box that clogged during the flow check. Reviewed proper placement of the non-patient end with consumer."

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 15 bd nano¿ 2nd gen pen needles clogged during the flow check. The following information was provided by the initial reporter: "consumer reported found about 10-15 needle in box that clogged during the flow check. Reviewed proper placement of the non-patient end with consumer."